Event description:
The intra-aortic balloon was inserted into the pt on 7/1/98 at 3:30 p.m. On 7/6/98 at 2:15 p.m. After intra-aortic balloon pump for 118.75 hours, the doctor attempted to remove the intra-aortic balloon at the pt's bedside with manual pressure. The doctor was unable to remove the intra-aortic balloon. A cutdown and surgical closure was needed. Event complications: difficult removal/surgically removed-reported 7/9/98. Pt's current status: unk- reported 7/9/98.